Manufacturer narrative:
It is currently unknown if the device will be returned for evaluation.  Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
It was reported that part of the sheath broke off and migrated to the patient¿s heart. The patient required surgery to get it removed.

Manufacturer narrative:
It was reported that part of the sheath broke off and migrated to the patient¿s heart. The patient required surgery to get it removed. The target site was a stenosed graft. The product was stored and handled according to the instructions for use (IFU). There were no anomalies noted when removed from the package. The device was prepped according to the instruction for use (IFU) guidelines. The sheath was inserted in the patients forearm into a fistula graft (outflow). This was one of two sheaths in this same fistula graft. Additional procedural details were requested but are unknown. A non-sterile cannula sheath of si avanti+ .035 f6 w/mini gw unit was received inside a plastic bag. Per visual analysis, the cannula sheath body presented a separated/elongated condition at 5.2cm from the catheter sheath introducer (csi) hub and a piece of the cannula was missing. No other anomalies/damages were found on the received unit. The cannula sheath inner and outer diameters (ID and od) were measured near the separated condition and the results were found within specification. The unit was sent to sem analysis in order to analyze the separation found on the body of the cannula sheath. The sem results showed that the surroundings areas of the separation found on the cannula presented evidence of elongations. Elongation is a common characteristic of pieces which were stretched / pulled until separation. Based on the available evidence, it is possible that a stretching/ pulling events may be related to the separation of the cannula. No other anomalies were observed that could have influenced to the reported event. A review of the manufacturing documentation associated with this lot 17592675 was performed and no issues were noted that were considered potentially related to the reported complaint. The complaint reported by the customer as ¿catheter sheath introducer (csi) - separated - in patient¿ was confirmed due to the condition in which the product was received. The exact cause of the separation found on sheath introducer could not be conclusively determined during the analysis. However, procedural/handling factors, such as stretching or pulling, appear to have impacted the event experienced by the customer. According to the product instructions for use, users are cautioned that if increased resistance is felt upon insertion or withdrawal of the csi, investigate the cause before continuing. If the cause of the resistance cannot be determined and corrected, discontinue the procedure and withdraw the csi. Neither the product analysis nor the device history record review suggests that the event could be related to the manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.